Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review to see if the backflow was caused by the pump. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed. The tubing was requested, but has not been received.

Event description:
A vancomycin secondary infusion bag was connected to the flush line and within 15 minutes, the vancomycin solution bag was almost empty. The flush bag appeared to have more volume than it started with. There is a suspicion that perhaps vancomycin backed up into the flush bag. No pt harm or medical intervention was reported. No further pt/event info was provided.